Event description:
Boston scientific received information that the patient with this device and right ventricular (rv) lead, reported inappropriate shocking. Interrogation confirmed a red alert fault code, indicating only limited programming was available. As a result, the patient was hospitalized and monitored until the replacement procedure. During replacement, the device and rv lead were completely explanted; however, the patient elected to forgo another system implant. Furthermore, it was reported the patient had lung cancer and had been receiving radiation therapy, with the inappropriate shocking occurring around completion of the radiotherapy sequence. Both explanted products are intended to be returned for a post market evaluation.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed this device was operating in a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. A review of device memory found the device had reverted to safety mode. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. The cause of the device behavior was concluded to be software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.